Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-1926bcsp pushlocks sutures loosened after cutting it. The case was completed using a 3.9 swivelock. The case was delayed between twenty to thirty minutes. This was discovered during a cuffmend procedure. Additional information received on 12/9/2024: the surgery took place on (B)(6) 2024. The pushlock anchor was removed. Nothing broke in the patient. Additional anesthesia was administered due to the cased delay.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth.